Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. One sample was received in used conditions without its original packaging. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. The visual inspection did not detect any kinks, damage or any discrepancies that would affect the performance of the sample. During the functional testing, the water did not pass through the filter. The complaint was confirmed. The root cause was related to the manufacturing process. An alert was generated to ensure adherence to manufacturing procedure related to cleaning the excess of solvent before to assemble tube with the component and the production personnel were notified.

Event description:
Information was received indicating that an occlusion alarm was noted with smiths medical cadd extension set, during priming. Subsequently, tubing was changed, and alarm was resolved. No patient consequences were reported. No adverse effects were reported.